Manufacturer narrative:
H3-device evaluation: the lens was returned in a plastic bag. Visual inspection found a burr noted at 3x magnification. No burrs noted on cartridge nozzle. H6-investigation code 3331: device history record (DHR) review-based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that after implanting a 13.2mm vicmo13.2 implantable collamer lens, diopter -9.0 it was discovered that there was a scratch on the surface of the lens optical zone. After examination the surgeon found a burr 3mm away from the sfc-45 cartridge port which caused the lens to be scratched. The lens remains implanted.